Event description:
The report received from the field indicated that during a percutaneous coronary intervention (pci), the physician was not able to cross/access the distal obtuse marginal (om) target lesion with the cypher 2.25 x 23 mm stent and the stent dislodged. The physician was able to re-cross into the stent using a 2.0 x 10 mm apex balloon catheter and he implanted the stent in the proximal circumflex. The physician then used a non-cordis bare metal stent to successfully treat the intended target lesion. The procedure was completed successfully. There was no reported patient injury. The om target lesion was reported to be: calcified and angulated. No additional information was available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during a percutaneous coronary intervention (pci), a cypher stent dislodged after it failed attempts to cross a lesion and the stent was finally deployed at an unintended target site. The physician was not able to cross/access the distal obtuse marginal (om) target lesion with the cypher 2.25 x 23 mm stent and the stent dislodged. The om target lesion was reported to be: calcified and angulated. The physician was able to re-cross into the stent using a 2.0 x 10 mm apex balloon catheter and he implanted the stent in the proximal circumflex, non-target site. The physician then used a non-cordis bare metal stent to successfully treat the intended target lesion. The procedure was completed successfully. No additional information was available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to cross or track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The stent dislodgement may be attributed to the operator's attempts to cross the lesion. Based on the information available there are possible vessel characteristics (calcified and angulated) and procedural factors that may have contributed to this event.